Event description:
Patient for nephrostomy tube change due to leakage. Under fluoroscopy, a foreign body was seen in the renal pelvis. It was the blue external part of a previous nephrostomy tube and removed.